Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly or motor. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked case at the display window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was not known. Insulin pump was possibly exposed to moisture, as customer had been out on jet skis. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.